Event description:
It was reported that the pump began sounding a non-critical alarm. Upon interrogation, it was seen that the elective replacement indication (eri) had triggered; however, at the patient¿s prior refill on (B)(6) 2013, it was seen that 57 months had remained until eri. It was indicated that, at the time of report, the patient had not had any therapy issues. The device system was used to deliver compounded morphine. Nine days later, it was reported that the event was due to premature battery depletion. There was no patient injury, though it was indicated that the pump would be replaced on (B)(6). The device system was used to deliver morphine sulfate. That same day, it was reported that, about two to three weeks prior to report, the patient had an MRI and then the pump was ¿reset¿ in the physician¿s office. About two weeks later, the pump started beeping on the hour. Four days later, it was reported that, on (B)(6), the device stated that it needed to be replaced by (B)(6) 2013. It was stated that the eri seemed to be occurring before the life of the pump would indicate. The patient had not reported a change in pain level or any side-effects of withdrawal or overdose. The pump was explanted and replaced on the day of report. At the time of report, there was no patient injury.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was further reported that no injury to the patient occurred and the patient recovered without sequela. The pump was reportedly removed due to eri to avoid in-vivo battery depletion. In addition, the pump logs indicated that a motor stall occurred on (B)(6) 2013 at 12:15 and recovered that same day at 13:10.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump found that, after approximately two years of service, the pump met the voltage trip point for eri (2.79v). The static current drain was found to be 8.2a. The hybrid was sent to determine the root cause of the component failure; however, analysis was unable to reproduce or establish the root cause for the high current drain and premature battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.